Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device change out. A fluoroscopic image of the right ventricular lead revealed what appeared to be externalized conductors and pacing lead impedance was low. The lead was capped and replaced on (B)(6) 2018. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Correction: this correction is to correct the previously submitted method code to "4112 - analysis of data provided by user/third party" correction: results code - this correction is to correct the previously submitted results code to "144 - insulation problem identified" correction: conclusions code - this correction is to correct the previously submitted conclusions code to "4307 - cause traced to component failure"